Manufacturer narrative:
A ge oec service representative investigated the issue and restored the system monitor to default settings to function with camera properly. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system would not function correctly with the storz camera. Monitor sleep mode would not turn back or without re-booting the camera system.